Event description:
The event is reported as: the connection of the adaptor to the flometer was unstable and air leaked from the connection. No report of pt injury.

Manufacturer narrative:
The sample was received by the manufacturer, but the investigation is incomplete at the time of this report.